Manufacturer narrative:
(B)(4).to date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during testing, when the unknown bipolar instrument with a covidien e0509 disposable cord was unplugged from the bipolar outlet and plugged into the monopolar outlet the device activated when the tines were touched together not on tissue. The sales representative has indicated that the site is resolving the issue by changing to bipolar cords with the molded plug. This will prevent the cord from being plug incorrectly into a monopolar receptacle. The site recognizes that the generator did not malfunction.